Manufacturer narrative:
(B)(4).

Event description:
Lead noise on ff and rv channels suggestive of an insulation issue. No impedance changes. This lead was capped on (B)(6) 2016.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.